Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure to treat esophageal stricture performed on (B)(6) 2026. During the procedure, the balloon did not stay inflated and had holes when tried to inflate it. The procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.